Event description:
It was reported that the patient faced hyperglycemia event on 25 mar 2026. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient is not completing cartridge fill air removal and bleeding at infusion set insertion site and blood going into the infusion set leading to hyperglycemia. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.